Event description:
It was reported that the patient was hospitalized with status. Review of device programming history showed that the device was not programmed off as previously believed.

Event description:
It was reported that the patient has not been evaluated by the physician since (B)(6) 2014. It was reported that the status epilepticus is not thought to be related to the high impedance. The patient has not experienced any other adverse events since the high impedance was observed. No known surgical interventions have been performed to date.

Event description:
On (B)(6) 2012, it was reported that x-rays had not been taken and surgery had not been performed to date as the patient was currently seizure-free. The patient's mother is holding off on x-rays and surgery at this time. The reporter believed the patient'¿s device had been disabled.

Manufacturer narrative:
Date of event, corrected data: initial report listed the event date as (B)(6) 2012; however, the date of event is (B)(6) 2011 (exact date unknown). The information has been corrected in this report.

Event description:
It was reported that the patient's vns was now indicating high impedance. Follow-up with the neurologist's office found that no trauma or manipulation of the device has been reported. The patient was last seen in the office in (B)(6) 2011, following initial implant however the site could not verify if diagnostics were taken on that date. X-rays are planned however they have not been taken at this time. Surgery to correct the high impedance is likely. No adverse events have been reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.